Event description:
Pt placed on external pacemaker in ddd mode at a rate of 80 and a 10ma output (a&v) with epicardial pacer wires while pt was in slow atrial fib. Pacer was in total capture rate of 80 with no intrinsic rhythm. Pt then recovered intrinsic rhythm rate around 84 with no sensing by pacemaker. The pacer continued to fire at rate of 80 ppm while intrinsic heart rate was about 84. V-tach from pacer firing on t-wave requiring defibrillation intervention. Pt fully recovered.